Event description:
It was reported that the patient's ambicor penile prosthesis device was removed on (B)(6) 2018. The reason for the device removal is unknown. An ams spectra concealable penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.